Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/31/2016 that the patient experienced a skin reaction on (B)(6) 2016. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was described as a circle with white pus, 'fire' red rash, itchy, and located at the adhesive patch. Affected area was treated with fluocinonide which was prescribed on (B)(6) 2016. Date of prescription is approximate. At the time of contact patient is fine. No additional event or patient information is available.